Event description:
Patient reported obtaining a blood glucose result of 490 mg/dl, while using the suspect device. Based on this result, patient reportedly skipped breakfast and went for a walk. Patient indicated that shortly after returning home she lost consciousness. Patients spouse phoned emergency medical services, and upon their arrival (~ 1 hour after initial result of 490 mg/dl), patients blood glucose measured 37 or 38 mg/dl, on paramedics blood glucose monitor. Patient was reportedly given intravenous fluids (contents not provided) and was transported to the hospital for additional treatment. Once hospitalized, patient stated that blood glucose measured 38 mg/dl, on a hosp blood glucose monitor. Patient was given orange juice and was held for observation until blood glucose reached 70 mg/dl. Patient stated that, later that evening, she returned to the hospital after obtaining a result of ~ 400 mg/dl, on the suspect device. Patients blood glucose, when tested on the hospitals device (time between tests was not provided), measured 60 mg/dl. Patient was reportedly treated with an unknown type of injection. Patients current condition: "tired." Technical support requested the return of the suspect product and replacement product was shipped.